Event description:
It was reported that the charger did not power on and did not charge the ilet despite attempts with multiple outlets, and a replacement charger was sent. Symptoms included no physiological effects. Outcomes included replacement supplies shipped. Investigation included customer communication and troubleshooting confirmation that the charger failed to illuminate and deliver charge. Investigation of this case revealed a nonfunctioning external power supply consistent with a charger malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charger.

Manufacturer narrative:
Initial.